Event description:
Atrial unipolar lead impedance warning noted on (B)(6) 2023, atrial pace/sense polarity programmed bipolar. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).